Manufacturer narrative:
Continuation of d10: product ID 97716 lot# serial# (B)(6) implanted: (B)(6) 2020 product type implantable neurostim ulator product ID 97745 lot# serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported both of the patient's implants were not working and the issue began about 5 days ago. Caller stated the thing that they had to put on their neck and back was not working and went out completely so the patient's back was killing them. Agent attempted to ask what occurred when charging the implant and caller stated they didn't know whether the patient knocked 'it' somewhere. Agent walked caller through resetting the equipment. Caller denied visible damage to the recharger. They attempted to charge and began to recharge excellent. Caller then stated they needed to try their other implant and, but the controller was depleted and needed to be recharged. Caller stated patient have 2 implants, one for the back and one for the neck. Caller stated patient is not able to charge the ins in the back. Agent started to assist caller with resetting the controller and caller said they can't find the ac power cord or back door of the controller. Patient representative stated they had called three times and keep getting told different things to do, but none of them are working. Agent reviewed the steps taken on prior calls and asked caller to get controller and ac power cord to attempt reset; caller said they had already tried everything and they don't work. Agent asked if they could try some troubleshooting to address the issue and caller kept saying they already tried everything. Caller then said they had them charged, but both had already depleted again. Caller 2 explained the 'big, main' for the lower back was a bigger issue. Caller stated the thing would start and then stop, and they thought while pt was in the hospital the doctors/staff messed something up.  Agent understood they were able to connect and enter passive recharge mode (67-67-68) for a short time and saw the green light flashing on controller. Agent explained this would be delivering a charge, but if the implant was depleted would take time to begin charging normally. They insisted they had gotten the ins fully charged previously, then had rapidly depleted. Agent explained if the ins rapidly depletes that would be a programming issue, rather than issue with the external equipment functionality, and they will have to follow up with their hcp to meet with a manufacturer representative for reprogramming/interrogation of ins.

Event description:
Additional information received from the consumer reported that the devices would not charge. The consumer stated that because they didn¿t get any help the devices were now dead.

Manufacturer narrative:
Continuation of d10: product ID: 97716, serial# (B)(6), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.